Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump history was noted to be inaccurate and indicated a data log corruption. Customer reported blood glucose (bg) level was 245 (mg/dl). Troubleshooting determined a pump reset occurred. A bolus via the pump was delivered to address bg level. Reportedly the customer has manual injections as alternate insulin therapy.